Manufacturer narrative:
(B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the trigger malfunctioned; was stuck down down when pressed down, the guide sleeve on trigger did not have smooth movement, thrust disc was bent on set screw and there was an excessive amount of an unknown liquid found internally on electronic and mechanical components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the battery oscillator device trigger was stuck when pressed down. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.